Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 1 year, 6 months. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient admitted for drainage from the driveline exit site. At the time of the event, the patient was given vancomycin and aztreonam. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the driveline infection could not conclusively be determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection. The pump remains implanted and the patient continues on vad support. No further information is available. The manufacturer is closing the file on this event.